Manufacturer narrative:
The device referenced in this report was evaluated by olympus. Preliminary findings are reported. The investigation is ongoing. Physical evaluation of the device confirms the user's report. Thee is no imaged due to a faulty camera cable, a known good camera cable was fitted to the camera head and the camera passed all tests in accordance with the OEM technical manual. This report will be updated upon completion of the investigation or upon receipt of additional relevant information.

Event description:
The customer reports while preparing a hd camera head for use, it was found to have no image. There was no patient impact related to this occurrence. During physical evaluation/inspection of the device, olympus confirmed the user's report. There was no camera image. This was found to be caused by a faulty camera cable.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see the updates in sections h4, h6, and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the investigation, the investigation confirmed no image due to a faulty camera cable. The specific root cause of the faulty camera cable could not be determined at this time. The cable boot was found to be detached on the camera head and there was liquid invasion from the broken boot, however, these defects are not considered severe enough to cause a potential adverse event. The event can be prevented by following the instructions for use which state: ¿do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. Never excessively pull the camera cable, but straighten it gradually when it is coiled. The camera cable could be damaged. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. Do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. Never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged.¿ olympus will continue to monitor field performance for this device.